Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the safety switch of the remb universal driver would not stay in place when the trigger was pulled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure. It was also reported that during testing conducted at the manufacturer facility the remb universal driver experienced unintentional running. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.